Manufacturer narrative:
This device is intended to be a mobile unit affixed to a bedrail or stand proximal to the patient.

Event description:
The hospital reported the e-covx module was damaged during intra hospital transport. The customer stated, "the latch wasn't holding it fell out and sustained physical damage." Visual inspection by the ge field service engineer revealed a crack to the upper left side of the front housing and a chip in the lower right side of the front housing that did not effect module operation. There was no patient involvement. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.